Event description:
Nurse practitioner was exchanging a temporary dialysis catheter into a tunneled permanent catheter (routine practice/procedure). The temporary catheter broke off while on the exchange wire and had to be snared by the physician. No injury to patient. The catheter was successfully and completely removed from the customer. The parts were bagged and the representative from the company took the catheter for evaluation.